Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 37 mg/dl. Customer stated that she had multiple no delivery alarms during bolus attempts and manual primes, prior to hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-84693.